Event description:
User alleges that after insertion of the needle the stylet was removed and there was no csf coming back. The metal part of the needle was left in the pt and was later removed with no injury to pt.